Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The patient¿s blood glucose level was 238 mg/dl at the time of the incident. The customer also reported that the pump did not detect reservoir, pushed whole insulin through tubing and displayed alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm, excessive no delivery test or verify compromised force sensor system alarm due to broken or detached end cap. Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address or serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.